Event description:
It was reported that post a stenting treatment procedure, shaft detachment was noted. In (B)(6) 2013, the patient underwent stenting of their severely calcified superficial femoral artery (sfa) classified as fontaine stage 4. It was a long sfa occlusion, longer than the stent selected. A 7x200x75mm innova bare metal stent delivery system was advanced to the target lesion. During deployment, the thumbwheel of the delivery system made a strange sound and stopped working. Pulling the pull grip was not working either, therefore, the rest of the stent was deployed by pulling back the delivery system. After deploying the stent in that way, some elongating of the stent was noted. The control x-rays showed acceptable positioning of the stent in the sfa. After post-dilation with a 7mm - 8cm wanda pta balloon, the x-rays showed a patent sfa with a very nice lumen. In the spring of 2014, the patient had the feeling that there was something in the proximal part of her calf. Ultrasound showed a foreign body, which was removed by surgery in (B)(6) 2014 and given to the patient. A picture of the removed foreign body was provided to the physician and appears to be a portion of the shaft of the innova stent delivery system. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Event date: spring 2014. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).